Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, at the beginning of the surgery there was proximal stapling, however, at the distal line it made the cut but did not staple. It was necessary for the surgeon to finish the procedure by making manual suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Lot number p9196d: the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Procedure completed with a same like product. Procedure was a rectosigmoidectomy.

Manufacturer narrative:
(B)(4). Batch # p5592d. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.